Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and found to have the curved blade broken at the tip/midpoint/base. A piece measuring approximately 0.443" x 0.073" was found to be broken off. The broken piece was returned. Components adjacent to this broken blade did not show damage. The complaint was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted pancreatoduodenectomy surgical procedure, the tip of the harmonic ace instrument was broken. The procedure was completing as planned with no reported injury.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) performed follow-up with the customer and obtained additional information related to the reported event. The instrument was inspected well before use. The surgeon did not notice any issues with the functionality of the instrument during the surgical procedure. The issue occurred while dissecting the vessels, there was no collision observed. No fragments fell from the device while used within the patient. There was no injury/harm to the patient, the patient has not returned to the hospital due to experiencing any post-surgical complications related to retention of foreign material.